Manufacturer narrative:
Pump passed the displacement test. The pump received compromised force sensor system alarm during the basic occlusion test due to loose protruded drive support disk. The unexpected restart error test, prime test, excessive no delivery with normal operating current was unable to be conducted. Pump passed self-test. Pump passed off no power test. Pump received with minor scratched lcd window, broken belt clip slot, broken battery tube threads and cracked reservoir tube lip. Test and occlusion test or verify no excessive no delivery alarm due to compromised force sensory system alarm. Pump received. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for no delivery. It was reported that the pup would be replaced and returned for analysis. No further information provided.